Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-feb-22 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that motor stall and tube set messages were observed upon pump interrogation. It was noted that the patient had an MRI (magnetic resonance imaging) and didn't have the pump read immediately. The representative was not sure if the pump was actually stopped the entire time, but it was noted that the pump restarted with the hcp while the patient was in office. No patient symptoms were reported. It was further noted that the stall occurred for a total of 5 days from stall to recovery. No actions or interventions were taken to resolve the stall as it recovered on its own, and the stall was resolved. Per the hcp, the stall occurred on (B)(6) 2018 at 14:54 and recovered on (B)(6) 2018 at 14:32, however, pump logs indicated that a motor stall occurred on (B)(6) 2017 at 14:27 with a recovery on (B)(6) 2017 at 15:46, and another motor stall occurred on (B)(6) 2018 at 14:54 with a recovery on (B)(6) 2018 at 14:32. Per the logs, the tube set message occurred on (B)(6) 2018 at 14:54. No further information was reported/anticipated.